Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lhr review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.

Event description:
It is reported that the pt was implanted a long term dialysis catheter on (B)(6) 2012. In (B)(6) 2012, when the pt on hemodialysis the doctor found that the catheter out of the pt's body and cuff still in his body. The doctor had to extract the catheter.